Event description:
The patient has two leads from the same lot number. It was reported the patient lost stimulation coverage to his right side. The patient was taken to surgery on (B)(6) 2013, and intraoperative testing revealed high impedance readings on the right lead. The physician attempted to reposition the lead, but this did not resolve the issue. The physician opted to leave the right lead disconnected and in situ. A different model lead was implanted right of midline, and the patient's pain pattern was recaptured. The patient reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.